Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.